Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor paired successfully with the dexcom mobile app but failed to pair with the ilet, and the agent guided the user to toggle the settings and re-pair the sensor. No adverse clinical symptoms reported. Outcomes included no health impact or need for medical intervention. User support included remote technical troubleshooting and user education focused on device setup and pairing workflow. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7, likely related to configuration or initialization state, with the cgm communication interface implicated rather than a hardware defect. It was concluded, based on similar reports, that the cause was likely transient software communication behavior resolved with standard troubleshooting.